Event description:
It was reported in 2007, that a patient had successful implant of a bifurcated device in 2006. Three months later, patient was brought in to treat a proximal type I endoleak with a proximal cuff. Patient is doing well.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Type I endoleaks are a known complication of the procedure. The device was discarded by the hospital.